Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log file captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. In addition, the log captured a few low power advisories due to normal battery depletion. There was a single instance of the patient sleeping on batteries, which was not advised. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Additional information received also stated that the mpu had a v-lock connector on the alternating current (ac) power cord. It was unknown if the ac power cord came loose at the wall outlet. The ac power cord did not come loose from the back of the unit. It was also unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu would be replaced and returned.

Manufacturer narrative:
Section d1: brand name corrected. Section h3: corrected. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. Review of the log files revealed on 18mar2025 at 15:41:09, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms within 5 seconds. The alarms resolved by 15:41:14, once external power was restored to the mpu. Pump operation was not affected. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis and remains in use. Provided information stated that the mpu has a v-lock connector, it is unknown if the ac power cord came loose, and it is unknown if there were any environmental circumstances that would have affected ac power. The mpu is planned to be exchanged; however, the patient has been called multiple times with no response and has not showed up to appointments. If the mpu is received at a later date, the complaint will be reopened. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii patient handbook, section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the alarms cannot be resolved. The patient handbook, section 6 ¿caring for the equipment¿, and IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook, section 10 ¿safety checklists¿, and IFU, section e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.